Event description:
The patient reportedly experiences pain at the implant site and lost of lock. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Testing showed that the device is not functioning. Surgery to explant the patient's device has been scheduled.